Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed adhesion of foreign matter to the light guide coil could not be identified and the root cause of the issue could not be determined, as it was confirmed that the device reprocessing was conducted in accordance with IFU and no further event information was reported or is available. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿. ¿inspection of the endoscope¿ ¿3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities¿. ¿4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was chipped and cloudy, the electrical connector was discolored, the paint on the suction cylinder was peeled, the forceps elevator does not move smoothly, the adhesive around the objective lens was cloudy, the connecting tube had a dent and scratch, the camera cover had a scratch the adhesive around the light guide lens was peeled, and the light guide lens had a chip. The customer provided information regarding cleaning steps taken. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the connecting tube, and there was no delay in the start of the pre-cleaning. The insertion section was wiped/brushed with lint-free cloths, brushes, or sponges, and there were no abnormalities with the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had a broken forceps raiser wire. Inspection and testing of the returned device found foreign materials in the connecting tube of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.